Event description:
Hearing performance with the device is affected. The user may be re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance with the device is affected. The user may be re-implanted. No date has been communicated yet.

Manufacturer narrative:
According to the currently available information, damage to the active electrode likely caused by minute device mobility is plausible. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is plausible. However, to determine an exact root cause a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
Hearing performance with the device is affected. The user has been re-implanted.

Manufacturer narrative:
Conclusion: device investigation revealed damage to the active electrode, which was likely caused during initial implantation surgery and explaining the reported hi channels. The in situ measurements showed hi implant channels since implantation and no other damage could be identified during investigation which would explain for the reported problems. It is therefore assumed that the device might have been inadvertently damaged during the initial surgery.

Event description:
Hearing performance with the device is affected. The user has been re-implanted.